Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of a compromised immune system and peritonitis in a patient coincident with dianeal n pd-4 2.5 and extraneal therapies for renal failure chronic. Dianeal and extraneal therapies were ongoing. During a call with baxter (B)(6) technical services, the following was reported. On an unreported date the patient's immune system was compromised due to an advanced age and it resulted in peritonitis. On an unreported date, the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics. The patient did not experience any break in aseptic technique. At the time of this report the patient had not yet recovered from the peritonitis. The outcome for the compromised immune system of the patient was not reported. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4).additional information:on (B)(4) 2013, additional information was received by global pharmacovigilance (gpv) from a nurse. Following the discontinuation of pd therapy in (B)(4) 2012, the patient started hemodialysis. On an unreported date, the patient recovered from the event of peritonitis. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).on (B)(6) 2012, further information was received from global pharmacovigilance (gpv) provided by a nurse. On an unreported date, the patient's peritoneal dialysis (pd) catheter was removed and the pd therapy was discontinued. The patient was still hospitalized for the peritonitis. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, follow up information was received by global pharmacovigilance (gpv) from a nurse. The treatment with unspecified antibiotics was ongoing. At the time of this report, the patient had not yet recovered from the peritonitis. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.